Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2006. Patient further reported that revision procedures occurred on (B)(6) 2012 and (B)(6) 2012 due to pain and bearing migration; all components were reported to have been removed and replaced with a total knee system during the revision on (B)(6) 2012. Patient further alleges continued pain and fluid. There has been no further revision procedures to date. A review of the invoice history confirmed the revision procedures and indicates patient underwent an initial partial knee arthroplasty on (B)(6) 2006. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in medical records noted patient underwent a left knee arthroplasty on (B)(6) 2006. Medical records noted patient had a dislocation from an injury which resulted in a revision procedure on (B)(6) 2012 and underwent a total knee replacement on (B)(6) 2012 due to pain. Medical records further noted the presence of an effusion and a dislocated tibial bearing. All components were removed and replaced. Medical records also noted patient underwent a right knee replacement on (B)(6) 2008. No revision procedure has been reported for the right knee. Additional information received noted the patient underwent a left knee revision on (B)(6) 2015. The patella was removed and replaced. Additional information received noted the patient underwent a left knee revision on (B)(6) 2015 due to infection. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2006. Patient further reported that revision procedures occurred on (B)(6) 2012 and (B)(6) 2012 due to pain and bearing migration; all components were reported to have been removed and replaced with a total knee system during the revision on (B)(6) 2012. Patient further alleges continued pain and fluid. There has been no further revision procedures to date. A review of the invoice history confirmed the revision procedures and indicates patient underwent an initial partial knee arthroplasty on (B)(6) 2006. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in medical records noted patient underwent a left knee arthroplasty on (B)(6) 2006. Medical records noted patient had a dislocation from an injury which resulted in a revision procedure on (B)(6) 2012 and underwent a total knee replacement on (B)(6) 2012 due to pain. Medical records further noted the presence of an effusion and a dislocated tibial bearing. All components were removed and replaced. Medical records also noted patient underwent a right knee replacement on (B)(6) 2008. No revision procedure has been reported for the right knee. Additional information received noted the patient underwent a left knee revision on (B)(6) 2015. The patella was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product location unknown

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-02478-5 / 2014-02479-5 / 2014-05424-4 / 2015-04340 / 2015-04341 / 2015-04351).

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2006. Patient further reported that revision procedures occurred on (B)(6) 2012 and (B)(6) 2012 due to pain and bearing migration; all components were reported to have been removed and replaced with a total knee system during the revision on (B)(6) 2012. Patient further alleges continued pain and fluid. There has been no further revision procedures to date. A review of the invoice history confirmed the revision procedures and indicates patient underwent an initial partial knee arthroplasty on (B)(6) 2006. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in medical records noted patient underwent a left knee arthroplasty on (B)(6) 2006. Medical records noted patient had a dislocation from an injury which resulted in a revision procedure on (B)(6) 2012 and underwent a total knee replacement on (B)(6) 2012 due to pain. Medical records further noted the presence of an effusion and a dislocated tibial bearing. All components were removed and replaced. Medical records also noted patient underwent a right knee replacement on (B)(6) 2008. No revision procedure has been reported for the right knee. Additional information received noted the patient underwent a left knee revision on (B)(6) 2015. The patella was removed and replaced. Additional information received noted the patient underwent a left knee revision on (B)(6) 2015 due to infection. The tibial bearing and locking bar were removed and replaced. Additional information received noted the patient underwent a left knee revision in (B)(6) 2015 due to infection. All parts were removed and replaced by spacers. The patient is scheduled to undergo a reimplantation procedure in (B)(6).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02478 / 02479).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2006. Patient further reported that revision procedures occurred on (B)(6) 2012 and (B)(6) 2012 due to pain and bearing migration; all components were reported to have been removed and replaced with a total knee system during the revision on (B)(6) 2012. Patient further alleges continued pain and fluid. There has been no further revision procedures to date. A review of the invoice history confirmed the revision procedures and indicates patient underwent an initial partial knee arthroplasty on (B)(6) 2006. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in medical records noted patient underwent a left knee arthroplasty on (B)(6) 2006. Medical records noted patient had a dislocation from an injury which resulted in a revision procedure on (B)(6) 2012 and underwent a total knee replacement on (B)(6) 2012 due to pain. Medical records further noted the presence of an effusion and a dislocated tibial bearing. All components were removed and replaced. Medical records also noted patient underwent a right knee replacement on (B)(6) 2008. No revision procedure has been reported for the right knee.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-02478, 02479 & 05424).

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2006. Patient further reported that revision procedures occurred on (B)(6) 2012 due to pain and bearing migration; all components were reported to have been removed and replaced with a total knee system during the revision on (B)(6) 2012. Patient further alleges continued pain and fluid. There has been no further revision procedures to date. A review of the invoice history confirmed the revision procedures and indicates patient underwent an initial partial knee arthroplasty on (B)(6) 2006. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on an unknown date allegedly due to dislocation. Patient underwent another revision procedure on an unknown date allegedly due to pain. All components were removed and replaced with a total knee system. Patient alleges still experiencing pain. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.